Event description:
A customer reported experiencing a low blood glucose level, with the lowest recorded value being 45 mg/dl. Cause was not known. The customer planned to monitor the situation, potentially discontinue pump use, and rely on cgm readings along with multiple daily injections if necessary. The customer was connected to a pump with control-iq software, which was active, and agreed to a supplies and system check. There was no indication of receiving more insulin than expected, and settings were confirmed as correct. No further assistance was required.